Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-feb-17, information was received from an healthcare professional (hcp), regarding a patent receiving hydromorphone (10 mg/m l, 2.998 mg/day) via an implantable pump for non-malignant pain. It was reported that a few weeks after a pump replacement, the patient started having a seroma. The hcp reported the following symptoms; fever, swelling in pump, redness migrating to the legs, normal blood levels but higher "CPR", 24 hours "CPR" went down. The hcp requested guidance regarding refill. The hcp was redirected to medical affairs to answer questions. Additional information received reported that the patient¿s symptoms resolved. Per the healthcare provider spontaneous resolution. Aspiration of 4ml of fluid under ultrasound guidance at the time of evaluation. The cause for the patient¿s symptoms was post surgical seroma. Additional information received from a healthcare provider (hcp) via company representative (rep) reported that after the patient's pump was replaced on (B)(6) 2021, healing was fine till about 1 month post-operation. Staples/sutures were removed 3-4 weeks after replacement. After that, the pump site developed fluid build up and the incision seemed to thin out, the patient underwent a pocket revision. The issue was resolved at the time of report. The patient's medical history included chronic pain. The patient's status at the time of report was alive - no injury.